Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under where the wires for the lifevest lay. Patient reports having a history of eczema. Patient described the rash as red, closed, raised lesions that itch. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended using benadryl, cortisone cream, and witch hazel. Follow up indicated that the skin irritation has improved.